Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), device expulsion ("migration of essure (uterine canal) / failure to occlude fallopian tubes") and menorrhagia ("abnormal bleeding (menorrhagi)") in an adult female patient who had essure (batch no. C36243) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal hernia in 2009 and hernia repair. Previously administered products included for an unreported indication: yaz from 2010 to 2015 and depo provera from 2010 to 2015. Past adverse reactions to the above products included weight increased with depo provera and yaz. Concurrent conditions included obesity, heartburn since 2008, irregular periods, smoker and alcohol use. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("cramping"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced alopecia ("hairl loss") and rash ("rashes or skin conditions (face and arms), skin rash"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract disorder ("urinary problems or changes, inconsistent urine"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems or changes"), back pain ("back pain") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (underwent to remove the essure / operative hysteroscopy with retrieval two essure implant), surgery (operative hysteroscopy with retrieval of two essure implant from uterine canal, laparoscopic tubal l) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, nausea, rash, vaginal discharge, fatigue and urinary incontinence had resolved, the device expulsion, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, abdominal pain lower and back pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after essure was removed, device or any portion of it was retained current weight: 160 lbs. 8 trailing coils on right side, and left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on an unknown date: failure to occlude fallopian tubes. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number added. Events abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, failure to occlude fallopian tubes, migraines, headaches, migration of essure (uterine canal), nausea, rashes or skin conditions (face and arms), vaginal discharge, weight gain, cramping, fatigue, back pain and urinary incontinence added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), device expulsion ("migration of essure (uterine canal) / failure to occlude fallopian tubes") and menorrhagia ("abnormal bleeding (menorrhagi)") in a 35-year-old female patient who had essure (batch no. C36243 not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal hernia in 2009 and hernia repair. Previously administered products included for an unreported indication: yaz from 2010 to 2015 and depo provera from 2010 to 2015. Past adverse reactions to the above products included weight increased with depo provera and yaz. Concurrent conditions included obesity, heartburn since 2008, irregular periods, smoker and alcohol use. Concomitant products included para-seltzer (excedrin aspirin free). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("cramping"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and rash ("rashes or skin conditions (face and arms), skin rash"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes, inconsistent urine") and urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with ibuprofen, surgery (underwent to remove the essure / operative hysteroscopy with retrieval two essure implant) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, nausea, rash, vaginal discharge, fatigue and urinary incontinence had resolved, the device expulsion, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, abdominal pain lower and back pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after essure was removed, device or any portion of it was retained current weight: 160 lbs. 8 trailing coils on right side, and left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - on an unknown date: failure to occlude fallopian tubes. Lot number c36243 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint(invalid batch no.) Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hairl loss") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.